Event description:
Patient reported the infusion device shows an e8 (power interrupt) error message. Patient stated the battery was replaced but the error persists. Preliminary evaluation on shows device was damaged which may have caused or contributed to the reported event; device was likely accidentally damaged during use and handling. Preliminary evaluation on (B)(6) 2013 also shows the up button is always active. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. Result e8 were found in the history. The up button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated up button and it is not possible to confirm the e8 (power interrupt) error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.